Event description:
A hospital in (B)(6) reported that the gas outlet port of a neopuff infant resuscitator was broken and requested a repair of the device. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint neopuff infant resuscitator is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to fph service centre in the us, where it was inspected by a trained fisher & paykel healthcare technician. Results: inspection of the returned neopuff unit revealed that the gas outlet port was cracked. The lower cap edge was also found to be bent. A lot check revealed no other complaints of this nature for lot number 120227. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." All neopuff units are visually inspected and performance tested before leaving the production line and those that fail are rejected. This suggests that the damage occurred after the subject neopuff unit was released for distribution. The fascia and valve system along with the lower cap were replaced and the neopuff device was returned to the customer after it had passed all performance and safety tests as per the neopuff technical manual.

Event description:
A hospital in (B)(4) reported that the gas outlet port of a neopuff infant resuscitator was broken and requested a repair of the device. No patient consequence was reported.